Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient representative stated noticing the patient shaking for about 24 hours. The caller does not know why this is and thinks patient needs to charge. During call, the recharger showed patient ins charge was at about 50% and ins was off (no lighting bolt) . The caller used programmer and turned ins on. Caller states patient shaking went away. Call resolved.

Event description:
Additional information was received from the consumer. It was reported that the cause of the ins being off is unknown. On 2022-(B)(6) the patient wasn't doing well. On 2022-(B)(6) (day of initial call) the patient work up from nap and felt an "explosion" in their brain, drooling, couldn't talk, and this was when they found the dbs therapy was off. Therapy was turned back on. The patient had fell today and wasn't doing well, which was unrelated to the dbs. Pss redirected caller to have patient follow up with hcp to check system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.